Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it started beeping (beep-on eri) early and exhibited an error code when interrogated. Reliability assurance testing of the returned lead (model 0010, serial 005164) revealed an insulation breach, which extended to the internal conductor coil.